Manufacturer narrative:
Additional information: component embolization occurred post inflation during withdrawal if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an evercross balloon to treat a lesion in the mid iliac artery ¿ common with moderate tortuosity and severe calcification 60% stenosis in a patient. No damage noted to packaging, i.e. Shelf carton, hoop/tray, no issues noted when removing the device from the hoop/tray, device was prepped per the IFU with no issues noted. It was reported that device or component detached, cracked, or fractured during delivery through the vessel at the balloon. A detached portioned of the balloon remained in the patient which was stented in place. The device did not pass through a previously-deployed stent, resistance was encountered when advancing the device, excessive force was not used. No further patient injury reported for this event